Event description:
Additional information was received that this device that triggered a fc1003 caused by cold weather. Analysis was performed, and determined that the device voltage tracks the temperature has recovered. The fault can be cleared and the device can be used for implant.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device recorded an error indicative of voltage too low for the projected remaining capacity during a pre-implant status. A request was made to have data from this device analyzed after a three day wait period. It was reported that error was potentially due to the cold. The device was not implanted. No patient involvement.